Event description:
Patient reported right deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: ¿ no other observation observed.

Event description:
Patient reported, right deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.